Event description:
A mystique plate and screw system was implanted in a pt along with off label use of infuse bone graft (recombinant human bone morphogenetic protein). At some point after implantation, an allergic reaction occurred. It is unk whether the allergic reaction was caused by mystique, infuse, or some other product. The outcome is unk at this time.